Manufacturer narrative:
(B)(4). (B)(6). Lot 19b004 was manufactured from february 5-7, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port cap of an unspecified number of large volume infusors would ¿not lock properly and was loosened and pulled out¿. This was noted prior to patient use. There was no patient involvement. No additional information is available.